Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at day five post colectomy, developed anastomotic leak. Resulted to extended hospitalization of the patient.